Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: multiple unexplained power-off-power-on events were observed in the black box on (B)(6) 2017. The pump powered up with audio and vibration to a blank screen. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit securely to the pump. Evidence of moisture corrosion was observed on the display screen inside the pump, the audio bolus button cover and slug were detached and missing; the leak test failed due a bolus button leak. The pump¿s cover was removed; further moisture corrosion was found to the cgm and to the power pcb. Full examination of the power issue could not be completed due to the blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had there was no power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery